Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis manifested by pain and was hospitalized for the event on the same day. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unspecified antibiotic intravenously (IV) and about one week after onset, the pt started treatment with ip (intraperitoneal) antibiotic (unspecified). On an unreported date, IV antibiotic was stopped but treatment with ip antibiotic was ongoing. At the time of this report, the pt was recovering from the peritonitis, remained hospitalized and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). After being hospitalized for 10 days for peritonitis manifested as abdominal pain, the patient was discharged and was recovering. Three days later, the patient was readmitted for peritonitis manifested as abdominal pain. A culture was not performed during this hospital admission. The patient was treated with a different unspecified antibiotic for peritonitis. The patient was discharged after being hospitalized for three days and was recovering from the event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13e06043 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of the exception summary was performed with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. A review of all batch record documents was performed for potentially associated lot numbers h13a28038, h13d16086 and h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).